Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) USA, alleging that his onetouch ultra2 meter was reading inaccurately high compared to another device (freestyle lite). The complaint was classified based on customer service representative (csr) documentation and additional information obtained by the medical surveillance specialist (mss) during a follow-up call with the patient on (B)(6) 2017. The patient reported that the alleged inaccuracy issue began at 11 a.m., on (B)(6) 2017. During the follow-up call, the patient advised that he tests his blood glucose 3 times per day at breakfast, lunch and dinner times. The patient manages his diabetes with a combination of oral medication (metformin, glyburide and mitiglinide, unspecified doses). The patient advised during the follow-up call that prior to the alleged issue beginning, he last tested with the subject device before going to bed on (B)(6) 2017 and although unable to recall the exact reading he obtained, he stated that the result was high and that he took an increased dose of glyburide (2 pills as opposed to 1 pill) in response to the elevated reading. The patient reported that the next morning at 11 a.m., on (B)(6) 2017, prior to attempting to test his blood glucose with the subject meter, he awoke with the symptom of feeling ¿shaky.¿ the patient advised that he then tested and claimed obtaining blood glucose readings of ¿80 mg/dl¿ on the subject meter and ¿67 mg/dl¿ on the other device, performed within 30 minutes of each other. Meter to other meter comparisons do not reasonably suggest that a malfunction has occurred. There can be no presumption as to which meter¿s reading is erroneous as the comparison is not made to a calibrated reference method. The patient advised that he self-treated his symptoms with glucose tablets shortly after 11 a.m., that morning. At the time of troubleshooting, the csr confirmed that the unit of measure had been correctly set on the subject meter and that an approved sample site had been used to obtain the results. The subject products were requested back for investigation and replacements were sent to the patient. This complaint is being reported because whilst using the subject device, the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event whilst using the subject device. The alleged issue could not be ruled out as a cause or contributor to the development of symptoms.

Manufacturer narrative:
The lay user/patient¿s meter and test strips have been returned and evaluated by lifescan product analysis with the following findings: the meter and test strips have passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.